Manufacturer narrative:
The perfusionist (ccp) mentioned to the field service representative (fsr), that the perfusion group at this hospital, set-up the unit and prime the unit in the pump room on battery then they move their units to the operating room (o/r) and plug them in. The ccp mentioned that she thinks some of the perfusion group perfusionists leave the units unplugged for various periods of time. This unit is serviced by a third party biomedical group. The field service rep (fsr) will not be going out to repair. The customer was still using this unit for surgeries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the red indicator light for the battery was on. During the case, the perfusionist (ccp) unplugged the unit and it ran on battery (it went to flashing green). When they plugged the unit back in, the light was amber for a little while and then it turned to a solid green. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.